Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified for this device. No device problem found due to device not returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a therapeutic hysteromyomectomy procedure, the screen of the subject device had suddenly become distorted and blurred. During postoperative inspection, it was found that charged coupled device was faulty which caused the screen became distorted and blurred. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic hysteromyomectomy procedure, the screen of the subject device had suddenly become distorted and blurred. During postoperative inspection, it was found that charged coupled device was faulty which caused the screen became distorted and blurred. There were no reports of patient harm.